Event description:
It was reported that the intraocular lens was explanted in a secondary procedure from the patient's right eye due to undesired refractive outcome and blurred vision. No patient injury was reported. It was stated that there was no suture, no vitrectomy and no enlarged incision. No further information was provided.

Manufacturer narrative:
Explant of an intraocular lens in a secondary procedure.unexpected post operative refraction.all pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer for evaluation. Visual inspection of the return sample showed that the lens was received in one piece. Dust particles were observed on the sample. Visual examination revealed that the lens condition is consistent with a lens that was explanted from the patient's eye. The information does not indicate any relationship of the complaint with the iol design or manufacturing. The manufacturing record review was performed. No deviation or non-conformance report (ncr) was identified for the complaint type reported or related to the initial report information when this production order was manufactured. There were no process and / or material changes within the production order number. There were no non-conformances with respect to the sterilization process. The in-line optical inspection data shows the lens is within power specification. Results of environmental control showed that there were no environmental monitoring related non conformances within the timeframe the production order and lens were manufactured. The documentation shows that the production order was manufactured according to specifications. The product met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics, at the time of this report has been submitted. Placeholder.